Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that there were multiple implantable cardiac monitors (icm) that were unable to be interrogated prior to implant. Follow up did not provide further information. There was no patient involved with this malfunction.